Manufacturer narrative:
Complaint no: (B)(4). The lot was manufactured from april 27, 2015 to april 28, 2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor was involved in an underinfusion incident. The reporter stated that the infusion lasted longer than the required infusion time. The fill volume was 230 ml (unspecified, compounded solution), and the expected infusion time was 46 hours. After 46 hours, an unspecified volume of solution remained within the device. Prior to patient connection, the device was brought to room temperature and the tubing was examined for air bubbles. No drug crystallization was observed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.